Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump is not working. It was reported that they are unable to push any of the buttons. Customer's blood glucose level at the time 127mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.